Manufacturer narrative:
The reported event was duplicated. It was found the device overheated by the service technician through functional evaluation. Upon disassembly, the service technician found corrosion within the device. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
During testing at the manufacturer, the device was overheating. There were no adverse consequences related to this event.